Event description:
Literature: hegarty d, goroszeniuk t. Peripheral nerve stimulation of the thoracic paravertebral plexus for chronic neuropathic pain. Pain physician. May 2011;14(3):295-300. (B)(6). Summary: the authors present 2 cases, with long-term follow-up, using peripheral nerve stimulation (pns) of the thoracic paravertebral plexus for chronic thoracic pain of different etiologies which failed to respond to conventional treatments. Reportable event: the authors report on a (B)(6) female who underwent a right sided mastectomy for breast cancer. In 2003, following a history of severe neuropathic pain in the distribution of t5, t6, and t7 dermatomes not due to new primary carcinoma sites or other co-morbidities. The pain was refractory to both conventional medical and interventional therapies. Following a trial, a quadpolar lead was positioned to lie at the t6 level. The electrode was then tunnelled to an incision made at the ipsilateral gluteal area and connected to an implantable pulse generator (ipg) inserted into a subcutaneous pocket in the gluteal area. The full implant provided 100% pain relief for 4 years using low frequency, low amplitude stimulation with a pulse width of 400. In 2006, the pt fell while on vacation and sustained multiple left-sided rib fractures at t8, t9, and t10. She returned to our clinic complaining of severe hypersensitivity in the corresponding dermatomal area that significantly limited her daily activities. Visual analogue pain score (vas) on movement was 8/10. Despite pharmacological therapy which included acetaminophen, non-steroidal anti-inflammatory drugs (nsaids), gabapentin, and amitriptyline, in combination with multiple level intercoastal nerve blocks, and intercostals nerve pulsed radiofrequency, the pt continued to experience severe neuropathic pain. Notably, the pt remained pain free on the contralateral side where the thoracic paravertebral plexus remained in position. Pns of the left thoracic paravertebral plexus was undertaken and following a successful trial, the pt proceeded to a full implantation in 2007 with a quadruple electrode positioned to lie at the t9 level in order to capture the painful area. The ipg was replaced with a new device at the same time. Low frequency, low amplitude stimulation targeted at the epicenter of the painful area produced effective and reproducible pain relief with a sustained vas scores 2/10 on movement. Unfortunately, within a year the left-sided pain returned (vas > 8/10) and a lead malfunction secondary to a lead fracture was identified as the cause. Exploration and revision of the faulty lead was undertaken in 2008 and while this was complicated by the post-operative development, a small left-sided pneumothorax was identified on routine chest x-ray; it was determined clinically insignificant and resolved spontaneously. The pt has had functional targeted field stimulation in place for over 7 years that has provided an improved quality of life.

Manufacturer narrative:
(B)(4).